Manufacturer narrative:
Event date: exact date unknown, event occurred last several months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also reported that the patients ipg was not holding a charge and taking longer to charge. The patient underwent an ipg replacement procedure and lead addition. The patient was doing well postoperatively and explanted ipg was disposed by facility.